Event description:
Intermittent loss of ventricular output. Device started working after interrogation.

Manufacturer narrative:
Upon receipt of the device the pacemaker was interrogated. The battery status was found to be ok. The parameters as received were: vvi/30ppm. The pacemaker was implanted 73 months. The visual and mechanical inspection of the connector system showed no deviation form the specification that might explain any malfunction. The set screws could be easily screwed in and out. Also, the spring elements for the electrical contact between the connectors and the pacemaker channels did not show deviations. The pacemaker was subjected to electrical tests. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. In summary, this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications. The pacemaker's status is close to eri as expected after more than 70 months of implantation. From the ECG's received with the pacemaker stimulation pauses can be seen. However, the pacemaker did not show deviations that would explain these observations.